Event description:
Patient was prescribed a tens stimulator and rs-lbl low back conductive garment for treating low back pain. Patient also had a vagus nerve stimulator implanted on chest. Patient stated they used the tens stimulator once without the conductive garment and it turned off the implanted pulse generator. Physician needed to reactivate the implanted pulse generator (ipg) via programming and begin patient's vagus nerve stimulation treatments over. No other adverse effects to the patient were reported.

Manufacturer narrative:
The rs-tens plus labeling contraindicates use in patients with implanted pulse generators. Rs medical customer service recommended return of the tens stimulator and accessory conductive garment. When the devices have been returned, electrical performance testing of the stimulator will be performed and follow-up information will be supplemented to the MDR.